Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of ring lights up, does not blow. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre and observed the pca burned and iu bezel with damage. The customer complaint was not reproduced. The device was scrapped.